Event description:
It was reported by the hospice nurse that the patient had died. The family reported the pacemaker "failed" and wanted to have the device interrogated. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was reported by the hospice nurse that the patient had died. The family reported the pacemaker "failed" and wanted to have the device interrogated. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. The device is being buried with the patient and will not be returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary no anomalies found. It was reported by the hospice nurse that the patient had died. The family reported the pacemaker "failed" and wanted to have the device interrogated. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was reported by the hospice nurse that the patient had died. The family reported the pacemaker "failed" and wanted to have the device interrogated. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. The device is being buried with the patient and will not be returned to the manufacturer. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications device failure.